Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. 40 months post stent graft implantation a request for a talent aortic cuff was requested. The vessel was reported to have minimal tortuosity and minimal calcification. It was reported the CT demonstrated that the stent graft had migrated resulting in a type I endoleak. Due to the co-morbidities the patient is not a candidate for open surgical repair. The physician requested talent aortic cuff because the patient's infrarenal aortic neck on the aneurysm is too large and there is no appropriately sized aortic cuff commercially available. The talent aortic cuff was placed successfully. No additional clinical sequelae were reported and the patient is reported to be fine.